Event description:
It was reported by the arjohuntleigh representative that caregiver was assisting in transporting pt from the bed to the wheelchair. After placing the pt in the sling and attaching to the hanger bar caregiver used the handset to raise the pt from the bed. After positioning the lift with the pt and holding the pts leg to keep the pt from swinging. Once they turned the lift towards the wheelchair the pivot bolt broke and pt fell to the floor. Nurse was called.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation.